Event description:
It was reported that the patient received multiple inappropriate shocks due to lead noise in the right ventricular (rv) lead. It was further reported that an x-ray showed an apparent rv lead fracture at the junction of the first rib and clavicle. High lead impedance and high thresholds with no capture at maximum output were also observed in the rv lead. The lead was capped and replaced. The patient further reported soreness across their chest as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) competitor implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.